Manufacturer narrative:
(B)(4).

Event description:
The pt fell while getting out of the bath tub. The pt felt a "ripping" and then felt like she was not receiving the pump medication. As of (B)(6) 2011, the pt could "push the pump all around."